Event description:
Device clinician identified isolated changes in the pacing lead impedances while reviewing remotely transmitted reports from pt's implanted cardiac defibrillator. Three isolated lead impedance measurements appeared to be lower than expected from (B)(6) 2011 to (B)(6) 2012. Mentioned impedances showed around 200 ohms decrease, from which can be considered baseline. Further testing revealed externalization of defibrillation wire conductors between proximal and distal coils of the rv lead.